Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Corrected data: initial reporter information updated to reflect name of the physician who performed the surgical intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06637. It was reported that the patient is experiencing ineffective therapy as a result of high impedances on both leads following multiple traumatic events and unrelated surgical procedures. Surgical intervention may be pending to address the issue.